Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an erp reset and low voltage readings prior to implant. The device was not implanted.